Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) mid procedure to report that the stapler was forced open. Customer was referring to the stapler release kit (srk) or knob use. Customer stated that the jaws of the stapler would not open, and they had to force them open. Customer asked if they could continue to use the stapler. Tse advised customer to not reuse the stapler and to send it RMA for a failure analysis. Customer replaced the stapler and continued with the case. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler involved with this complaint and completed the evaluation. Fa could not confirm nor replicate the reported complaint. The sureform 60 stapler instrument was placed and driven on an in-house system. The sureform 60 stapler passed initialization and moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The sureform 60 stapler instrument clamped, fired and unclamped without any issues. The sureform 60 stapler was removed from the in-house system without issue. A review of the logs showed no errors. Additionally, the sureform 60 stapler was found to have binding of the roll bushing. Friction is observed when manually rotating the main tube. No signs of corrosion found on the roll bearing. Common cause of this failure is attributed to manufacturing. A review of the logs was performed. Per review, the sigmoid colectomy procedure was completed on (B)(6) 2022 via system (B)(4). No image or video clip for the reported event was submitted to isi for review. This complaint is considered as a reportable event due to the following conclusion: it was alleged that the sureform stapler failed to unclamp. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.